Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose and needed assistance setting up insulin pump so that she is able to treat high blood glucose. Customer's blood glucose was 463 mg/dl. Customer was able to clear the battery out limit alarm and no delivery alarm during troubleshoot. No further information provided.